Manufacturer narrative:
Received 1 opened/used simplera sensor and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.0b). Traces confirm that the unit did not receive a lost sensor alarm. Traces confirm that the unit did not receive a lost sensor alarm. No communication anomalies found in the traces. In conclusion: the customer complaint of not communicating, and lost sensor alert is not confirmed. The unit is working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that got another lost sensor on the third new sensor. Customer reported that loss of communication between pump and transmitter. Troubleshooting was performed and found that pump battery removed for an extended period of time or did pump battery deplete causing pump to shut down. The customer received a lost sensor signal. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the sensor or not. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Received 1 opened/used simplera sensor/transmitter and the unit was able to download traces through (the blue dongle)/(the hardware download station). Rf sake fail check test passed per specification. Traces confirm that the unit did not receive a lost sensor alarm. No communication anomalies found in the traces. Power reset and error state passes per specification. No error was found on cvs file. Traces confirm that the unit did not receive an insufficient battery alarm. Unit is functioning as expected. Voltage passed at 3.15v. Rflockout shows that under the paramters ¿device¿ and ¿category¿ both are ¿0¿. Lockouttimer will have a result of ¿0¿. No sensor dehydrated was noted on the cvs files. Rf count: 02. Check for warped battery, cracked resistors, cracked capacitors, cracked afe asic, cracked underfill, damaged antenna springs and none were found. No unexpected alarms noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.